Event description:
Pt received kyphoplasty procedure on (B)(6) 2012 at (B)(6) center. During the procedure, the physician noted excessive bleeding from the incision site, however bleeding was controlled. Employee of the (B)(6) center notified neurotherm employee on (B)(6) 2012 that the pt had been admitted to the hospital. On (B)(6) 2012, neurotherm was advised that pt death occurred on (B)(6) 2012. An investigative call was held between neurotherm regulatory affairs and the physician on (B)(4) 2012, where physician indicated that the device did not malfunction. Physician stated that the pt had post procedural complications and an existing "do not resuscitate order" (dnr) established prior to receiving the kyphoplasty procedure. "While in the hospital received fresh frozen plasma and a blood transfusion."